Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value in the range of 28mmol/l to 33.3mmol/l. It was noted when the patient experienced a bg measurement over 33.3mmol/l the meter was unable to measure it. The patient reportedly experienced the following symptoms: stiff muscles, extreme urination, severe fatigue and excessive drinking. The patient reportedly would intermittently monitor the bg levels and when high, treated via with extra insulin as necessary. The alarms were reportedly missing and since the vibratory feature of the pump was not functioning, the patient believed it resulted in the elevated bg. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged vibration issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: the meter was not returned with the pump. The pump was returned with all sound features set to vibrate. During testing, the pump was booted to the verify screen with audible and vibratory features. The last bolus delivery was an 8.30 unit bolus on (B)(6) 2016 at 13:12. The last basal delivery was on (B)(6) 2016. An alarm and a warning were reproduced during investigation with the sound settings set to vibrate. The pump emitted the appropriate vibration and displayed the correct message on the screen. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.